Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08294. It was reported that noise was noted on the atrial lead. The lead was explanted and replaced. During the procedure it was noted that the left ventricular lead was attached to the competitive right ventricular lead. Both the leads were explanted. The patient was stable.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. External insulation abrasion due to friction to the device can was noted breaching the lead insulation and exposing the inner coil at 37.5cm to 37.9cm from the connector pin. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the re cable lumen at 46.7cm to 46.8cm from the connector pin. Etfe cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.